Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was syncopal after receiving a shock from the device. Technical services (ts) reviewed the episode and noted small r wave amplitudes, myopotential noise, and oversensing, indicating an inappropriate shock. The shock impedance with the shock was 122 ohms, which was higher than implant induction impedances. It was noted that the smart pass feature had disabled approximately three months prior. Ts discussed troubleshooting options. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was syncopal after receiving a shock from the device. Technical services (ts) reviewed the episode and noted small r wave amplitudes, myopotential noise, and oversensing, indicating an inappropriate shock. The shock impedance with the shock was 122 ohms, which was higher than implant induction impedances. It was noted that the smart pass feature had disabled approximately three months prior. Ts discussed troubleshooting options. No adverse patient effects were reported. The device system remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that x rays were performed which confirmed the electrode was not in the appropriate location. It was thought the patient may have been a twiddler. A revision was performed to reposition the electrode. No additional adverse patient effects were reported. The system remains in service.